Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the mobile application had no audio output. The patient reported that she had extremely low blood glucose (bg) but the device failed to give an audio alert. At around 6:00 am she experienced a seizure during her sleep and her husband awoke because of the bed shaking. He checked her cell phone and it was vibrating for low but had not sounded an audio alert. Her low alert setting was 75 mg/dl. He gave her honey, and when she regained consciousness she was sitting up and eating crackers, but not fully aware and had no memory of what had occurred. At the time of the report later that day she had a headache which is typical for her following seizures, but otherwise she felt okay. She did not require any emergency medical services (ems) or hospital intervention. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mobile application had no audio output. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.